Manufacturer narrative:
Date of event and patient's weight is estimated.

Event description:
It was reported that x-ray imaging revealed migration of one lead. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein the lead was repositioned to address the issue. Effective therapy was restored post operatively.

Manufacturer narrative:
Correction h6: health clinical code should have been 1980 - undesired nerve stimulation instead of 4582 - no clinical signs, symptoms or conditions. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information indicates the patient experienced uncomfortable stimulation. Effective therapy was restored post operatively.